Event description:
Patient had vaginal hysterectomy on 3/6/06. Pt retruend to physician with complaints of abdominal pain and vaginal bleeding in 03/2006. Pt readmitted and a laproscopic surgery was performed in 03/2006 to remove a piece of the forcepts from the suture line of cul-de-sac. Device was discarded.